Event description:
During a call for technical assistance, a home pt reported a potential overfill situation. The home pt contacted a baxter technical svc rep (tsr) regarding a low drain volume alarm that appeared on the display of the homechoice device during the initial drain. The drain volume was 34 ml; the last volume infused was 2000 ml. The tsr assisted the home pt with troubleshooting. The home pt stated that there may be a small bit of fibrin stuck in the catheter. The tsr assisted the home pt with bypassing to fill 1 to flush the lines then the home pt drained 4041 ml. The hp advised that she has been retaining fluid. The tsr placed the home pt back in fill 1 to resume the therapy and was flowing okay after the flush. Per the home pt's nurse, the pt was not experiencing any symptoms of overfill at the time of the report, but no further information could be obtained.

Manufacturer narrative:
Add'l PMA/510(k) #: k012988.